Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on several troubleshooting steps, but the issue persisted. They then decided to replace the pump since it was under warranty. The customer agreed to use a backup insulin pump while awaiting the new one. Technical support confirmed shipping details for the replacement and informed the customer about the procedures for returning the faulty pump and setting up the new one. The customer understood and acknowledged all instructions.